Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that the scale marking of a bd ultra-fine¿ insulin syringe was ¿slanting¿. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: customer returned one 1/2cc, 12.7mm, 29g syringe in an open poly bag from lot # 7177835. Customer states that the scale was slanting. The returned syringe was examined and exhibited no 0 unit marking printed on the barrel. A review of the device history record was completed for batch# 7177835. All inspections and challenges were performed per the applicable operations qc specifications. These are the notifications noted for printing defects: missing zero line missing print blank/ damaged barrels bad print rotation scratched print incomplete scale line ink smears illegible print there were notifications 18 notifications noted that did not pertain to the complaint. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Upon visualization of the sample, the zero line was noted to have been partially printed above the shoulder of the syringe barrel. Had this event been noted during in-line inspections during manufacturing of this batch, this would have been deemed a defect at that time. Probable root cause was a small misalignment during printing of the barrel, most likely due to a swollen pad, which resulted in the defect seen within this sample. CAPA (B)(4) was initiated by the (B)(4) plant to address print related defects and their associated root cause(s). Batch# 7177835 was manufactured prior to initiation of this CAPA.